Manufacturer narrative:
As reported, after opening the perfix plug package, it was noted that the tip of the mesh was sharp. It is unclear if the concern for use was related to a sharp edge on the material, or the geometric shape of the plug being narrow. As reported that the mesh is being returned for evaluation; however at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness. If/when the sample is returned and evaluated and/or additional information is provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, immediately after opening the bard/davol perfix plug package, it was noticed that the tip of the mesh was "sharper" (as an out of box condition). The mesh was not used and another device was used to complete procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, after opening the perfix plug package, it was noted that the tip of the mesh was sharp. It is unclear if the concern for use was related to a sharp edge on the material, or the geometric shape of the plug being narrow. As reported that the mesh is being returned for evaluation; however at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as )b)(6) 2021 based on the date of awareness. If/when the sample is returned and evaluated and/or additional information is provided, a supplemental MDR will be submitted. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the of sample evaluation. It was reported after opening the perfix plug was noticed that the tip of the mesh was "sharper". Note the plug is cone shaped with a rounded end. Visual inspection finds the cone shape is as intended. There were no sharp edges or other condition that would present as a possible patient harm. The inner pedals of the plug are present with the monofilament thread in place at the cone as expected. Some deformation of the device was noted as received. It appears this deformation was most likely related to handling of the implant. Review of the manufacturing records (DHR) confirm product lot (qty. (B)(4) manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device evaluated.

Event description:
As reported, immediately after opening the bard/davol perfix plug package, it was noticed that the tip of the mesh was "sharper" (as an out of box condition). The mesh was not used and another device was used to complete procedure. There was no reported patient injury.